Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the procedure was complete was the needle retained in the patient? If is the needle piece retained in the patient? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? Please provide procedure date patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laminectomy procedure on (B)(6) 2021 and suture was used. During the procedure, per user facility medwatch form (B)(4), the needle broke. C-arm was utilized to find the 2-degree piece needle. The needle piece was found immediately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/14/2021. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the broken needle piece was found during same initial procedure on (B)(6) 2021? How was the procedure completed? Patient¿s current status? Will be device returned? If yes, please provide a return date or tracking information? Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/14/2021. Corrected information: e1, e4.